Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a calcified plaque lesion in the distal right superficial femoral artery using a rapidcross balloon, the medical staff experienced inflation difficulties as the balloon could not be seen inflating. When attempting to remove the device, it would not pass through the sheath, requiring removal of both the sheath and balloon as a unit. The balloon catheter caught upon the sheath during withdrawal, and the procedure was aborted. The vessel had been pre-dilated, and a 6fr non-medtronic sheath and .014 non-medtronic guidewire were used. Inflation was attempted with a merrit inflation device using 50/50 contrast. The device was removed successfully in tandem without injury or intervention, and no vessel damage was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was received with the distal section of the device detached. The detachment occurred at the rx joint. The detached section was returned in a 6fr sheath, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.